Event description:
The suture broke post-operatively.no adverse patient consequence was reported.

Event description:
Information received after filing of the initial report indicates that this event occurred during surgery and therefore, no adverse event occurred. This event does not meet MDR reporting criteria.